Manufacturer narrative:
Product ID 977a290 lot# (B)(4) implanted: (B)(6)2018 explanted: (B)(6)2018 product type lead product ID 977a290 lot# (B)(4)implanted: (B)(6)2018 explanted: (B)(6)2018 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacture representative (rep). It was reported that the leads were explanted and replaced. The customer discarded the explanted leads. The reason for the revision was a loss of coverage. The rep attempted reprogramming. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a loss of coverage. An x-ray confirmed that the patient's leads had migrated and the patient was referred for paddle placement surgery. Surgical intervention was scheduled for (B)(6) 2018. No further complications reported.